Event description:
It was reported to covidien that this unit does not have audio. There was no pt involvement.

Manufacturer narrative:
The facility biomedical engineer replaced the speaker and isolated the issue to the main board. (B)(4).